Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's fiancé reported via phone call that customer was admitted to hospital on (B)(6) 2021 to (B)(6) 2021 due to hypoglycemic events. The customer's blood glucose level was unknown. It was reported that the reservoir retainer ring was broken. Customer declined troubleshoot. The insulin pump will not be returned for analysis.